Manufacturer narrative:
(B)(4). The customer returned an actual sample for evaluation. Visual and functional testing was performed and the reported condition was not confirmed. The samples passed slit visualization testing with an in-house becton dickinson 10ml male luer lock syringe. The syringe was applied to the clearlink y-sites and the baseline slit was detected in the samples. The samples passed fluid path occlusion testing, referee testing, and under water pressure testing at 8psi. An in-house secondary medication set (B)(4) was connected to the primary sets. The secondary set was hung assuring the height of its container and chamber are above the primary container and chamber. The purpose of this test is to check the general function of the product and the adequacy of the directions for use. The batch review could not be performed because the lot number was not provided by the customer. The returned samples worked according to procedure; therefore, the defect was not confirmed. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance of a clearlink continu-flo solution set that will not flow as soon as it is connected to an unknown baxter secondary set. The no flow is occurring at the upper y-site and saline was being used. There was no patient involvement as this occurred during a demonstration. An unknown baxter pump was used when this reported condition occurred. There was no patient injury, adverse event or medical intervention necessary. No additional information is available.